Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests. No unexpected no delivery, insulin flow blocked alarms or prime/fill, rewind anomalies were noted during testing. Device had label damage, cracked keypad overlay. Device p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 33 mmol/l. Customer was treated with insulin pen. Customer was using auto mode. The insulin pump will not be returned for analysis.